Event description:
It was reported that the caller indicated that he only gets errors when trying to import carelink transmissions into paceart. The product remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the caller indicated that he only gets errors when trying to import carelink transmissions into paceart. The product remains in use. No patient complications were reported as a result of this event.